Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2019-02395. Device 2 of 3. Reference MFR. Report# 1627487-2019-02396. It was reported that the patient was experiencing ineffective therapy. As a result, the scs system was explanted and replaced. Effective therapy was established post-op.